Manufacturer narrative:
We received a section of a swan ganz catheter for examination. The section of catheter tube is stuck inside of an arrow introducer. The catheter and introducer were examined prior to decontamination and the catheter was found to be cut (clean smooth edges) 38.9cm proximal of the catheter tip. The catheter is stuck in the introducer 2.5cm distal of the 30cm marker. This location places the proximal end of the thermal filament in the accordion area of the introducer. The catheter body is also rippled through the 30cm area. Rippling is an indication the catheter has been stretched and the thermistor wire has rippled inside of the catheter tube. The catheter is firmly stuck in the introducer and could not be easily removed by pushing or pulling. The catheter appears to be stuck due to dried blood between the catheter and the introducer sheath. The introducer sheath tip was sliced to allow hot water to be injected through the introducer side arm. The catheter became loose and was removed from the introducer. Further examination of the catheter found the thermal filament cover to be bunched up and the thermal filament to be unraveled. The catheter tube also appears to have kinked under the proximal end of the thermal filament and cover. The proximal end of the thermal filament appears to have caught inside the accordion area of the introducer sheath. Note that the arrow introducer has an accordion sheath, at the distal edge of the valve housing. This condition allows the introducer to bend to a 90¿ angle. With the introducer bent 90¿, the swan catheter is not able to be removed due to the catheter kinking and the thermal filament becoming caught inside the introducer sheath. Though we have confirmed product damage exists, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
As reported, it was not possible to withdraw the swan ganz catheter as it was stuck in the introducer. The introducer is not from ew, it belongs to teleflex medical. Further information from the customer revealed that in order to remove the catheter and introducer, a sternotomy was performed because it was thought that the catheter was attached to the atrial wall by a surgical suture. The catheter was placed in the right internal jugular vein. No clinical consequences for the patient.